Event description:
Reportedly, the device continuously prompted motion detected and an analysis could not be completed as a result. Paramedics arrived on scene and connected their lifepak 10 defibrillator/monitor to the pt. The pt was diagnosed with an asystolic rhythm. No other event information was reported.